Manufacturer narrative:
Product event summary: the device was returned and analyzed with no anomalies found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device was transferred from one medical equipment company representative to another, and detections had been enabled about seven months earlier. The device had delivered about 20 shocks en route and the battery longevity was diminished to 1.8 years remaining. The device was not used and there was no patient involvement.